Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act and down buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there are issues with the buttons of the insulin pump. The act and arrow buttons are sticking out. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.